Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level was over 600 mg/dl. He was unable to exit the preparing to prime loop. The customer was able to complete the bolus delivery. Troubleshooting was declined. The device was not returned.